Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated pump buttons begin to work in less than 5 minutes without battery change. Customer also reported they had message saying to remove pump and stop using it. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged frozen screen and unexpected error message found on (B)(6), 2022. The insulin pump was received with unexpected error message/unexpected battery not compatible alarm after installing a new test battery/test battery cap. Unable to verify frozen screen and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to unexpected error message/unexpected battery not compatible alarm. Unable to download history files and traces using thus due to unexpected error message/unexpected battery not compatible alarm. Insulin pump was cut open to perform visual inspection and found slight corrosion on the electrical board. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board case, internal battery and motor. Powered the insulin pump on using the battery simulator and unexpected error message/unexpected battery not compatible alarm was noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no unexpected error message/unexpected battery not compatible alarm was noted. Unexpected error message/unexpected battery not compatible alarm was confirmed due to slight corrosion on the electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify frozen screen and perform the required testing due to unexpected error message/unexpected battery not compatible alarm. Unable to download history files and traces using thus were confirmed due to unexpected error message/unexpected battery not compatible alarm. Unexpected error message/unexpected battery not compatible alarm was confirmed due to slight corrosion on the electrical board. During visual inspection, slight corrosion was also found on the electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer stated that insulin pump did not accepted batteries and received a pump error alarm. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged frozen screen and unexpected error message found on (B)(6) 2022. The device was received with unexpected error message/unexpected battery not compatible alarm after installing a new test battery/test battery cap. Unable to verify frozen screen and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to unexpected error message/unexpected battery not compatible alarm. Unable to download history files and traces using thus due to unexpected error message/unexpected battery not compatible alarm. Device was cut open to perform visual inspection and found slight corrosion on the electrical board 1 and electrical board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original electrical board 2 was cleaned, installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and unexpected error message/unexpected battery not compatible alarm was noted. The original electrical board 1 was cleaned, installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and no unexpected error message/unexpected battery not compatible alarm was noted. Unexpected error message/unexpected battery not compatible alarm was confirmed due to slight corrosion on the electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify frozen screen and perform the required testing due to unexpected error message/unexpected battery not compatible alarm. Unable to download history files and traces using thus were confirmed due to unexpected error message/unexpected battery not compatible alarm. Unexpected error message/unexpected battery not compatible alarm was confirmed due to slight corrosion on the electrical board 2. During visual inspection, slight corrosion was also found on the electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section